Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter stated the battery cap yellow o-ring was visible when on the pump, the threads of the battery compartment were stripped, the battery cap was not damaged but does not secure to the pump, the battery cap has never been replaced on this pump and the pump has intermittent power issues. The reporter stated that they are securing the battery cap to the pump using duct tape. The reporter was advised against this practice by animas customer support. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-aug-2019 with the following findings:. During investigation, the pump was returned with a cracked battery compartment at left side of grip from threads to case seal. Battery and cartridge caps were not returned for investigation. A test battery cap is able secure enough and power up the pump. A 12-duration test was completed with test cap with no power loss or rebooting duplicated. The pump was returned with the u-groove cracked and unable to attach test clip. .animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.